Event description:
The nurse stated a posterior capsule (pc) tear occurred and then the vitrectomy probe was difficult to connect to the system. The nurse stated the pc tear was not caused by any alcon product. The surgeon performed the anterior vitrectomy and completed the case. The nurse stated there was no pt injury.

Manufacturer narrative:
The facility biomedical tech ordered a replacement cpc connector to mitigate the difficulty connecting the vitrectomy probe to the system. The facility did not request service for the system. No samples were returned for eval. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.